Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 12275731, 12274611) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage. Concurrent conditions included genital labial cyst, uterine fibroid and dysplasia. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psychology injury/depression"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), anxiety ("anxiety and mental anguish,"), migraine ("migraines / headaches,") and back pain ("lower back pain"). The patient was treated with surgery (hyst. (Full)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the depression, vaginal haemorrhage, anxiety, migraine and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date: (B)(6) 2008. Received treatment for bleeding,psych injury : yes. Discrepancy noted: plaintiff did not undergo essure confirmation test. . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2015: at one cornu is a 2.4 x 0.4 cm. Attached tubular tissue with in place intraluminal device. A 2.4 cm. Sub serosal nodule is also noted. Endometrial cavity measures 5.5 x 3.5 cm. It is hemorrhagic and granular with multiple raised tan smooth polyps ranging from 0.7 x 0.7 x 0.2 cm. To 1.2 x 0.8 x 0.2 cm the endometrium has a maximal thickness of 0.3 cm. The adjacent myometrium is pale tan, focal vaguely nodular with multiple circumscribed white firm whorled subendometrial nodules measuring up to 1.2 cm. Specimen #2. Labelled "labial cyst¿. Sectioned revealing a thin walled cyst containing a cloudy pale yellow substance. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received. Reporters information updated. Lot no. Were added. Event: abnormal bleeding(vaginal, anxiety and mental anguish were added. Event were updated : .psychological or psychiatric problems condition to depression. Lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (ess205) (batch no. 12275731,12274611) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage. Concurrent conditions included asthma since (B)(6) 2015, vitamin d deficiency since (B)(6) 2015, genital labial cyst, uterine fibroid and dysplasia. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)\ abdominal bleeding(menorrhagia)"), depression ("psychology injury/depression"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), anxiety ("anxiety and mental anguish") and back pain ("lower back pain"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), migraine ("migraines / headaches") and post procedural complication ("post procedural complication"). The patient was treated with hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), lorazepam (ativan), nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full) uterus and cervix were removed.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the depression, vaginal haemorrhage, anxiety, migraine, back pain and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date - (B)(6) 2008. Received treatment for bleeding,psych injury: yes. Discrepancy noted: plaintiff did not undergo essure confirmation test. Discremptency: in current fu patient reported device removal- no, & in previously fu removal date was added. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2015: at one cornu is a 2.4 x 0.4 cm. Attached tubular tissue with in place intraluminal device. A 2.4 cm. Sub serosal nodule is also noted. Endometrial cavity measures 5.5 x 3.5 cm. It is hemorrhagic and granular with multiple raised tan smooth polyps ranging from 0.7 x 0.7 x 0.2 cm. To 1.2 x 0.8 x 0.2 cm the endometrium has a maximal thickness of 0.3 cm. The adjacent myometrium is pale tan, focal vaguely nodular with multiple circumscribed white firm whorled subendometrial nodules measuring up to 1.2 cm. Specimen #2. Labelled "labial cyst¿. Sectioned revealing a thin walled cyst containing a cloudy pale yellow substance. Lot number: 12274611 manufacturing date: 2005-01 expiration date: 2006-12. Lot number: 12275731 manufacturing date: 2005-01 expiration date: 2006-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Added event post procedural complication. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psychology injury"). The patient was treated with surgery (hyst. (Full)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date (B)(6) 2008. Received treatment for bleeding, psych injury: yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: new pfs receive- new events added: abdominal pain, bleeding : menorrhagia (heavy menstrual bleeding),general. Abnormal. Bleeding, psych injury were added. Outcome of events pain, bleeding from unknown to recovered/resolved were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) (batch no. 12275731, 12274611) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage. Concurrent conditions included genital labial cyst, uterine fibroid and dysplasia. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psychology injury/depression"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), anxiety ("anxiety and mental anguish,"), migraine ("migraines / headaches,") and back pain ("lower back pain"). The patient was treated with surgery (hyst. (Full)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the depression, vaginal haemorrhage, anxiety, migraine and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date (B)(6) 2008. Received treatment for bleeding,psych injury : yes. Discrepancy noted: plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6) 2015: at one cornu is a 2.4 x 0.4 cm. Attached tubular tissue with in place intraluminal device. A 2.4 cm. Sub serosal nodule is also noted. Endometrial cavity measures 5.5 x 3.5 cm. It is hemorrhagic and granular with multiple raised tan smooth polyps ranging from 0.7 x 0.7 x 0.2 cm. To 1.2 x 0.8 x 0.2 cm the endometrium has a maximal thickness of 0.3 cm. The adjacent myometrium is pale tan, focal vaguely nodular with multiple circumscribed white firm whorled subendometrial nodules measuring up to 1.2 cm. Specimen #2. Labelled "labial cyst¿. Sectioned revealing a thin walled cyst containing a cloudy pale yellow substance. Lot number: 12274611 manufacturing date: 2005-01 expiration date: 2006-12 , lot number: 12275731 manufacturing date: 2005-01 expiration date: 2006-12 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-oct-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.